Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed and a puncture hole was noted in the port. A leak test was performed with a leak noted from the puncture hole in the port. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. The reported problem was identified through the sample evaluation; however, the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a deformed spike port was noted on the y-set when the set was connected to the transfer set. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.